Event description:
Caller reported receiving a minimum fill notification, which caused the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer, following instructions from technical support, attempted to load a new cartridge, cleaned the pneumatic tap area, and reloaded the same cartridge, successfully resolving the issue and resuming insulin delivery.